Event description:
During an in clinic follow-up, the device was interrogated and was unable to communicate via bluetooth telemetry. However, the device was able to be interrogated using inductive telemetry. No intervention has been performed at this time. The patient was in stable condition.